Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis confirmed but did not replicate. In the crm notes, the fse states that the nurses and surgeon noticed the oscillation while in surgery, but he did was not able to replicate it, confirming the fault occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned expected although the pitch did feel stiff. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the pitch motor module was inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the pitch motor module and pitch harmonics are consistent with the reported event and are the potential root cause for this issue. The complaint was not confirmed by failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, the user noticed that universal surgical manipulator (usm) 1 unintentionally oscillated up and down. The user confirmed that the surgeon was not moving the usm when the issue occurred. The user received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse reviewed the system error logs but did not find any related errors. The tse advised the user not to use the system if the issue recurs. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained additional information: the reporter confirmed that the procedure was completed robotically will all 4 usms. The issue occurred with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer. The reporter confirmed that usm 1 moved automatically with no command. Usm 1 also moved up and down and it moved less than intended. When reviewing the image, it appeared that the forceps instrument's tip was pressed against the abdominal wall from the inside to the outside. Shakiness and friction were observed. The issue was intermittent. The shaking lasted for about 5 seconds, but the tip of the forceps' s instrument was moved and the shaking stopped. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions.